Manufacturer narrative:
(B)(4). One 8.5f swartz braided introducer sheath was received for evaluation. The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported air embolism remains unknown. Per the IFU, air embolism is a known risk during the use of this device.

Event description:
During a left side electrophysiology procedure, an air embolism occurred. While inserting the swartz braided transseptal introducer, an air embolism was visualized in the heart via fluoroscopy. The air was aspirated and the procedure was continued using a replacement device with no further intervention.